Manufacturer narrative:
G4: 21feb2020. B4: 27feb2020 . Multiple attempts were made to obtain patient information and on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
It was reported that the ventilator had a touchscreen needs calibration. It is unknown if the patient was connected to the ventilator at the time of the event.